Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer had been experiencing continuous elevated blood glucose (bg >239 mg/dl). Customer alleged the pump was not delivering insulin properly. Customer declined tandem technical support¿s offer to perform a pump system check. Customer reverted to using manual insulin injections. Bg was averaging 110 mg/dl.